Event description:
Customer reported imprecise readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 167 mg/dl, 47 mg/dl, and 287 mg/dl within 10 minutes. All tests were performed on the finger. The results, when plotted on a parkes error grid, fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer's meter ((B)(4)) and strips ((B)(4)) were returned. Product testing did not duplicate the customer's complaint. All results were within range specifications and no errors were observed during control solution testing. The sequential readings reported by the customer were not present in the meter's memory log.